Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the rewind, basic occlusion, and displacement test. No motor error alarm noted. Motor passed motor test. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.